Event description:
The manufacture's field service engineer (fse) reported that during servicing, fse identified error code message of backup battery not connected in diagnostic log. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The manufacture field service engineer (fse) reported that during servicing, the fse verified the error log and identified backup battery was not connected. There was no patient involvement.